Manufacturer narrative:
The tech replaced the worn head end brake casters to repair the stretcher.

Event description:
Info received indicates when the brakes were engaged the head, end casters would still swivel.